Event description:
It was reported that the patient underwent a glansplasty after the implantation of an inflatable penile prosthesis (ipp). The existing ipp was not explanted during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.